Manufacturer narrative:
No complaint was recevied with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 33.6-33.7 cm proximal to distal tip consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.